Event description:
New information received notes that the physician alleged micro-perforation by the right ventricular lead. The patient experienced acute haptic necrosis that led to coagulopathy and developed hemorrhagic conversion of pericarditis. The cause of death was liver failure and not attributed to the device or leads.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04331. Related manufacturer reference number: 2017865-2020-04333 related manufacturer reference number: 2017865-2020-04337. It was reported that the patient presented in the hospital with pericarditis. The physician noted that the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, or left ventricular lead could have contributed to the infection. An echocardiogram was performed on (B)(6) 2020 and revealed that the patient had developed cardiac tamponade. An emergent pericardiocentesis was performed on (B)(6) 2020, as well as a right ventricular lead revision. The patient continued to decline after procedure, experienced cardiogenic shock, and deceased on (B)(6) 2020.